Event description:
The lay user / patient contacted lifescan (lfs) on august 31, 2006 alleging that she was unable to test her blood glucose due to difficulty of inserting the test strip into the test strip port. She claims that the test strip port is too tight to insert a test strip. The medical affairs specialist (mas) mailed a letter to the patient since the user could not be reached for further clinical information. On the morning of event day, the patient was experiencing symptoms of low blood glucose, of being incoherent. Her husband tried to test her blood glucose; however, was having difficulty inserting the test strip into the test strip port because the port was too tight. He treated her with food and/or beverage and contacted emergency services for assistance. At an unspecified time, the paramedics arrived and tested the patient on their meter and obtained a 32 mg/dl. She was treated with a glucagon injection, and there is no information on whether she was taken to the hospital. Issue was not resolved via troubleshooting. Customer care advocate (cca) sent the patient a replacement meter. No further clinical information was provided. It would have been helpful to know how long the patient and husband have had trouble with inserting a test strip into the meter. Additional information that would be helpful includes the patient's diabetes regimen, readings prior to the incident, events leading to the patient to become hypoglycemic and whether the patient was taken to the hospital. The complaint is being reported because the reporter was unable to test the patient's blood glucose, because the husband had difficulty inserting the test strip into the test strip port; the patient was treated for hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.